Event description:
It was reported that extra signals were observed on the right ventricular (rv) lead channel, for this pacemaker dependent patient with this right ventricular (rv) lead. This rv lead was noted to be a left bundle branch pacing lead. This patient had ectopy however technical services (ts) noted it did not appear that these extra signals correlated with this. This rv lead was successfully capturing. Lead trends revealed the daily rv amplitude fluctuated and ts questioned whether the rv intrinsic activity was being undersensed. Ts discussed options including increasing rv sensitivity and obtaining an x ray. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.